Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 261 mg/dl and a correction bolus was delivered to address the bg level. The contact reported that the infusion set site was due to be changed and that is why the bg was elevated. No damage was reported to the cannula. Tandem technical support advised the contact to discuss the high bg with a healthcare provider.